Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bruising under left breast area and an oozing and open wound under the side te pad. There was no alleged device malfunction contributing to the wound. The patient¿s nursing staff is dressing the wound. Follow up indicated that the wound improved.